Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of device (lesion morphology) - vessel was severely tortuous and moderately calcified with a difficult take off. Caused by another drug/device (previously placed stent). (No results available since no evaluation performed) - device or procedural images not provided for review. Conclusion results: known inherent risk of procedure ¿ (stent embolism). Another device cause failure - (previously placed stent). Device failure/lack of effectiveness related to patient condition (lesion morphology) - vessel was severely tortuous and moderately calcified with a difficult take off. Unable to confirm complaint (device not returned). (B)(4).

Event description:
A 2.75mm diameter x 22mm length resolute integrity drug-eluting stent was been used to treat a lesion in the rca. The vessel was severely tortuous and moderately calcified with a difficult take off. Resistance was experienced when advancing the device to the lesion. An attempt was made to cross a previously deployed stent to treat a distal lesion in the rca. The stent would not come back after trying to cross the proximal stent and during removal of the delivery system the stent dislodged and migrated to the lower leg. There was difficulty experienced removing device/balloon prior to stent deployment. The device was inspected prior to use with no issues noted. Negative prep was not performed. Pre-dilation was performed. The target lesion was not treated. No additional clinical sequelae were reported.